Event description:
After an atrial fibrillation (afib) ablation procedure with a vizigo sheath as an access device and the patient experienced pain, bleeding and hematoma at the access site. Patient required surgical intervention and prolonged hospitalization. It was reported that the patient had a small hematoma and ended up having surgery. The carto vizigo sheath was used during the procedure. No issues reported during the procedure. They discovered that the patient had a hematoma during a follow-up visit. The patient mentioned they had hematoma that grew larger the following days. It was confirmed after the patient stated they were experiencing pain in the groin area, and the area was examined (unknown if any other type of confirmation). A surgery was performed on the patient to close off the artery and stop the bleeding. The patient¿s last know status is recovering and stable. This adverse event was discovered post use. The patient was discharged on (B)(6) 2025 and went to their follow up meeting in the office on (B)(6) 2025 with painful hematoma. The physician¿s opinion on the cause of this adverse event was that a small retroperitoneal bleed when getting access that didn't appear until follow up. The patient¿s outcome from the adverse event was reported as improved. The patient required extended hospitalization because of having to go to surgery an extended recovery period was needed.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #: (B)(4).